Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the up button is always active. Due to an external mechanical influence the snap dome of the up button is pressed through. This source led to an always activated up button and therefore, the e8 message could not be confirmed because all the buttons do not react on pressure. Customer removed the battery without putting the pump in the stop mode. Due to the defective buttons, this was impossible. This resulted in the power interrupt (e8). The problem mentioned by the customer is related to careless handling of the product. There is no indication the product malfunctioned due to any material nonconformance or other error by roche. The investigation determined the returned product was damaged which may have caused or contributed to the reported event as described in this case. There is no indication the product's damage occurred due to any mistake or nonconformance of materials while under control of the manufacturer. It is likely the product was accidently damaged during use and handling.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported while administering a bolus via the infusion device, the insulin units continued to administer without pressing the button; lateral button gets stuck. Assisted patient with changing the display orientation; issue does not continue with the down button on the device. Patient stated she has experienced hypoglycemia; exact reading was not provided. Patient's normal blood glucose range was not provided. On call back patient reported infusion device displayed an e8 (power interrupt) error message and the buttons on the device do not respond. Patient stated she changed the battery and reinserted it again; device does not respond. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.